Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to an unknown lot number for needle clog, difficult/unable to operate & does not attach/detach. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. H3 other text : see h.10.

Event description:
It was reported that unspecified bd¿ pen needle was unable to deliver insulin. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the consumer is having difficulty with the bd nano pro ultra-fine pen needles. The insulin does not come out because on the needle part that pics in the pen there is a plastic covering that part of the needle. Verbatim: I have been using bd nano pro ultra-fine pen needles for some time now to inject my insulin twice a day. I like them, but I have had some problems at times. I put the needle on my insulin pen, then try to inject it, without success. The insulin does not come out because, on the needle part that pics in my pen, there is a plastic covering that part of the needle, so impossible to inject insulin. I tried to take off that plastic covering with a sterilised tweezer but it doesn't come off .so I lose a needle every time that happens. And it happened quite a few times. They are expensive enough, so it is very frustrating to lose some.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ pen needle was unable to deliver insulin. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the consumer is having difficulty with the bd nano pro ultra-fine pen needles. The insulin does not come out because on the needle part that pics in the pen there is a plastic covering that part of the needle. Verbatim: I have been using bd nano pro ultra-fine pen needles for some time now to inject my insulin twice a day. I like them, but I have had some problems at times. I put the needle on my insulin pen, then try to inject it, without success. The insulin does not come out because, on the needle part that pics in my pen, there is a plastic covering that part of the needle, so impossible to inject insulin. I tried to take off that plastic covering with a sterilised tweezer but it doesn't come off .so I lose a needle every time that happens. And it happened quite a few times. They are expensive enough, so it is very frustrating to lose some.